Event description:
Head of screw broke off. Head was thrown away, and the remainder of the screw was left in glenoid.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation is limited to the info provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.